Event description:
A report was rec'd that stated a clinician rec'd a needle stick. At the conclusion of a blood draw, the arterial blood sampling syringe detached from the luer slip of the syringe leaving the cannula in place in the pt's arm. The clinician attempted to pluck the cannula from the pt by hand. The pt is said to have "jerked" which caused the cannula to stick the clinician. The clinician is reportedly receiving medical treatment consistent with blood exposure.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.